Event description:
It was reported that a patient experienced repeated ¿unable to proceed¿ behavior during tubing fill on an ilet pump despite no active alerts being displayed, and the condition persisted after changing to new infusion supplies and performing a dry run. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health, no medical intervention, and no hospitalization. Investigation included guided troubleshooting and user education, confirmation of shutdown steps, and arrangement for a replacement device with instructions to return the existing pump. Investigation of this case revealed a suspected device malfunction related to pump alert behavior and infusion setup workflow, with the affected component likely within the pump system rather than expendable supplies. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to inability to reproduce a resolvable condition during troubleshooting. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Investigation description: complaint could not be confirmed or duplicated. The device was able to complete multiple successful dry lead screw runs with no issues. Inspection of interior components was performed; no faults were found. The device performed as intended while troubleshoot testing.